Event description:
Pt was admitted with esophageal varices and underwent an egd with esophageal banding. The endoscope was introduced and the banding took place with the cook 6-shooter banding apparatus. Four bands were deployed starting with the varices at the most distal esophagus. Two of the bands seemed to fall off the banding apparatus per the surgeon and confirmed by the endoscopic photographs. One of these fell back into the channel of the apparatus. When the instrument was withdrawn at the conclusion of the procedure, it was seen that the plastic piece that deploys the bands at the end of the instrument had become detached and was no longer present on the tip of the instrument. The endoscope was reintroduced without the banding apparatus, and it was seen that the plastic piece was present in the mid esophagus; it had become detached and fallen off despite the fact that it had been securely placed on the tip of the instrument. With the presence of the varices, recent banding, and some food debris present it was judged wiser not to retrieve the plastic piece at that time. The piece may pass of may require surgery to remove. When the instrument was removed, it was noted that the strings which secure the tip to the instrument were broken or detached. This product was defective.